Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient was having trouble seeing the screen on the programmer on (B)(6). The patient verified she was on program 4 at 2.5, patient verified that therapy was on. The patient reported symptoms problems were sporadic since implant. The patient noted she had a ¿devastating¿ accident on (B)(6) 2017 where she lost control of her bowels at work. The patient also noted she had an accident the week prior to the call. The patient noted she could feel stimulation in the vaginal area and it was uncomfortable for 2 months prior to the report. The patient noted they had turned stimulation up 2 month prior to the call at the healthcare professional¿s office. The patient synced with the patient programmer and it showed stimulation was on and they were feeling stimulation in the correct area. The patient stated they had decreased stimulation to 2.4 and was feeling relief. The patient stated she would talk to her hcp about a program change and her symptoms. Additional information was received. It was reported that the unit was very hard to understand because the symbols were unclear. The patient stated that the symbols were interpreted to resolve the issue but the sporadic problems with symptoms persist. The patient noted having stimulation in the vagina and the doctor will perform a procedure to remove/replace the stimulator. There were no further symptoms or complications reported or anticipated.